Event description:
It was reported that on 08 november 2023, a 18mm amplatzer amulet was selected for an implant using a 12f amulet delivery sheath. During the procedure, the device was resize due to the sizing of the defeat and replaced with a 22mm amplatzer amulet. Clot was formed on the 22mm amulet device while trying to implant.(irregular and acute-soft in shape). The sheath was slightly in the patient longer than normal due to resizing. The device and delivery system was exchange for a new 22mm amplatzer amulet and 12f amulet delivery sheath that completed the procedure with no further complication. Post implant on the same day thrombus was noted on the device. The activated clotting time (act) was 318, immediately following thrombus formation, the physician ran another and it was 211. The patient was put on xeralto and the plan is to do a follow up echo in 8 weeks. The patient is stable.

Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that during the procedure, a clot was formed on the amulet device. The sheath was slightly in the patient longer than normal due to resizing. Therefore, the device and delivery system was exchange for a new 22mm amplatzer amulet and 12f amulet delivery sheath that completed the procedure with no further complication. After the implanted and on the same day, thrombus was noted on the device. The patient was put on xeralto and the patient is stable. Based on the information received, a root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.